Event description:
A pharmacist reported with the description, that the implant was desterilized and the implant was not placed. Additional information was received, the implant was damaged before implantation.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).